Manufacturer narrative:
A ge services representative performed an onsite investigation. Exposures were made at maximum voltages while flexing the high voltage cable, then exposures were made while flexing the cable to the footswitch. All the connectors to the monoblock were checked and tight. The boards to the electromagnetic interference box were reseated. The powersupply voltages at ps2 were checked. The connections on the transition board that carries power to the monoblock were resoldered. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a monoblock error message. No patient injury was reported.